Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the active blade broke off. It fell into the patient but was retrieved. A new device was used. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.